Manufacturer narrative:
The initial patient sample was drawn in a 7ml liheparin plasma tube with a gel separator and centrifuged for 5 minutes at 3500rpm at room temperature. Qc is running within the customer's established ranges. System check runs from (B)(6) 2011 passed specifications. A field service engineer (fse) went on-site (B)(6) 2011 and performed system verification which passed within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result of 0.78ng/ml generated by the access 2 immunoassay system. The sample repeated at 0.14ng/ml and when tested on a different instrument, it gave results of 0.18ng/ml and 0.15ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.